Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No unexpected finish loading alarm noted. Device had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.tkn 12/04/13. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was performed. The device was returned for analysis.